Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist advised them they have gum disease that has been made worse by the byte aligners. Patient not interested in continuing treatment. Requested letter of recommendation from dentist.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.